Manufacturer narrative:
Additional information : the device was manufactured between september 26, 2018 - september 27, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were placed according to product specifications. Functional testing including pressure and clear passage tests were performed which revealed solvent obstruction in the white part of the check valve. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not prime. This event occurred during priming. There was no patient involvement. No additional information is available.